Event description:
Additional information was received that this product was explanted and replaced due to battery depletion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after experiencing a syncopal episode. The local field representative interrogated the device and there were no stored episodes present. The device interrogation did reveal that the device had declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit for the device. The physician is aware but has not yet scheduled the patient for a device replacement. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.